Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is follow-up medwatch report #"450040-2018-008". This report represents the initial and final report.

Event description:
Procedure performed: laproscopic tubal. Event description: medwatch report #"450040-2018-008" was received via mail on 26 jun 2018: "describe the event or problem: reported from the or that tip of kii sleeve trochar 5 x 100mm broke off in patient's abdomen during laproscopic tubal. The surgeon was unable to locate the broken tip in the abdomen by visual searching or after an abdominal x-ray. It was determined to close the patient after unsuccessful thorough attempts to find the missing piece of the trochar tip." Additional information received via email on (B)(6) 2018 from risk manager: "the patient was discharged stable." Type of intervention: "the surgeon was unable to locate the broken tip in the abdomen by visual searching or after an abdominal x-ray. It was determined to close the patient after unsuccessful thorough attempts to find the missing piece of the trochar tip." Patient status: "the patient was discharged stable."